Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a fiber optic sensor failure. The hospital staff believed they did not have the correct cable to transduce the inner lumen. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: ccl rn/educator. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).